Manufacturer narrative:
The insulin pump did not have any failed battery test alarms during testing. All operating currents were within specification. The unit passed the self test. The pump was received with intermittent button response due to corroded keypad traces. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, and minor scratches on the lcd window. (B)(4). The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
Customer reported via phone call that her insulin pump had a keypad anomaly while programming a bolus; her menu scrolled up endlessly. She removed the battery and received a failed battery test, which she cleared, but when she tried to reprogram the pump's time the menu scrolled uncontrollably once more. The patient's blood glucose at the time of incident was 208 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.